Event description:
On 11/10/1999, additional info was obtained from the account stating a quantitative serum result of <25 mlu/ml was obtained on the acs180. The quantative result correlates with the negative first morning urine result obtained on 9/03/1999. This additional info was not provided when the initial medwatch report was submitted for a false negative testpack plus hcg combo result with the first morning urine.